Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d6b: explant date:(B)(6) 2023.

Event description:
It was reported that the patient had a rash on the navel area. The patient believed it was related to the ipg. It was also noted that the patient had difficulty getting coverage in the lower back. The patient underwent an explant procedure.